Event description:
It was reported an angio-seal device was deployed to close the arteriotomy site, date unk. Approx 3 to 4 days later, the pt developed a right groin infection at the arteriotomy site. The pt was successfully treated with antibiotic therapy and reported to be recovering.